Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep replaced the automatic on switch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system automatic start up would not function properly. No patient injury was reported.